Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life luer transfer set was twisting to the point where the white clamp piece was separated and fell down the tubing. This issue occurred during use with patient involvement. The patient's registered nurse (rn) stated the transfer set had been in place for approximately 6 months. The patient¿s care giver assists the patient with therapy and opening their transfer set; no tools were utilized to open or close the transfer set. The patient had not reported any damage prior to the separation. The patient had their transfer set replaced and had been able to successfully complete therapy since. There was no patient injury or medical intervention associated with this event. No additional information is available.